Event description:
In late 2006, this patient was implanted with gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. In late 2008, this patient presented to the hospital with chest pain and epigastric pain radiating to her left flank. An angiography revealed a type ia proximal endoleak and a type ib distal endoleak, both were not treatable. The next day, the patient expired. Cause of death on death certificate was leaking thoracic aneurysm, cardiac arrest, leaking abdominal aneurysm.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please not additional devices involved: tg3720 and tg3715. Attempts to acquire information for this form were made by gore. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable.